Event description:
The customer reported that the device will not function on ac power. There was no patient use associated with reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported event.